Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Decline in hearing performance after a head trauma has been reported. The patient has been re-implanted on (B)(6) 2016.

Manufacturer narrative:
According to the received information, an obvious decline in hearing after head trauma has been reported. In situ measurements were stable over time and indicative of a functional device, apart from two channels involved in short circuit since (B)(6) 2013. The device investigation revealed damages to the active electrode, which are most likely attributable to the explantation surgery. Due to the electrode been torn apart, the reported short circuits could not be located during device investigation. Given the investigation results and the timely appearance of the hearing decline, the reported problem is most likely a medical consequence of the experienced head trauma. This is a final report.

Event description:
Decline in hearing performance after a head trauma has been reported. The patient has been re-implanted on (B)(6) 2016.